Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The calibration was last performed on 23-nov-2024, and it was within the expected ranges. The alarm trace showed several "abnormal aspiration" (sample pipetter s1) alarms on the day of the event and around the time of the sample testing. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys hiv duo assay on a cobas e801 analytical unit. Initial result: negative (tested on e801). The sample was repeated using nucleic acid testing (nat), polymerase chain reaction (pcr) testing, and on a different analyzer using an unknown method, and the results were all positive. On 14-feb-2025, the sample was then repeated on a different analyzer, and the result was 0.249 coi and interpreted as negative (non-reactive). No questionable results were reported outside the laboratory.

Manufacturer narrative:
The nucleic acid testing (nat) was performed on a cobas 5800 analyzer. The investigation is ongoing.

Manufacturer narrative:
Data was requested for further investigation, but it was not provided. The investigation did not identify a product problem.